Manufacturer narrative:
Based on the investigation results it was determined that after the tube for sample a was placed in the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all the samples as required per the instructions in the user manual. The operator then started the centrifuge module by releasing the module lock but did not remove all the samples prior to releasing the module lock as required per the instructions in the user manual. The tcautomation software performed as designed by correctly identifying the sample identification (sid) mismatch by posting a cross check error message. The results of the investigation did not identify any failures with the system.

Event description:
A customer reported that test results from a patient sample processed on the thermo scientific¿ tcautomation¿ laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient test result was reported from the laboratory. There is no allegation of patient harm as a result of this event. The tcautomation software correctly identified the sid mismatch by posting a cross check failure message, as designed. This report corresponds to thermo fisher scientific (B)(4) complaint number (B)(4).